Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection found that the vialmate unit appeared to be undamaged, activated and reconstituted by the external customer resulting in a grey particle (bung) approximately 2mm in length present inside the solution of the drug vial. The cause of the coring was due to the activation being performed at an angle which increases the risk of coring. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a small amount of rubber bung in the vial after reconstitution with a vialmate. The unit was used with vancomycin 1000mg in 250ml normal saline. There was no patient involvement. No additional information is available.